Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 4457 boston scientific competitor lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that an interrogation observed a lead warning on the right atrial (ra) lead for high impedance trends. It was suspected that the ra lead may not have been fully re-seated into the header during a previous replacement procedure for the ventricle lead. The implantable pulse generator (ipg) device and ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was additionally reported that the ipg device reached elective replacement indicator (eri). The device was explanted and replaced.